Manufacturer narrative:
Concomitant medical products: product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Evaluation of implantable catheter serial# (B)(4) revealed a kink in the body of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 2.522mg/day) and bupivacaine (20 mg/ml) via an implantable infusion pump. It was reported that the patient experienced a return in symptoms and that during a dye study the catheter was unable to be aspirated. The catheter was replaced.